Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, there was stent damage noticed. During prep, it was noticed that the tip of the taxus express2 2.50x12mm stent was bent. However, the physician elected to use the device to advance toward the mid cx. He was unable to cross the lesion and the device was removed without incident. It was reported that the procedure was completed using another taxus express2 of the same size. No pt injuries or complications reported. Pt status is listed as ok.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the mfg records for this particular batch #8686011 shows that the device met its material, assembly and product specifications at the time of its release to distribution. Should further relevant info become available; a supplemental medwatch report will be filed.